Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for treatment of pancreatic stones. During the procedure, the image went out. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for treatment of pancreatic stones. During the procedure, the image went out. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The scope showed image as expected when connecting the device to the capital equipment, and the image remained consistent while articulating. The electrical test measurements were within the normal values and no shorts in the circuit were detected. The customer provided an image of the scope error screen on the monitor during the procedure. Therefore, the reported event was confirmed. However, the device analysis was unable to identify any damage or malfunction related to the event. Based on a review of all available information, the cause of the reported event could not be determined.